Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The anomaly observed in the field was confirmed after review of the device diagnostic data. The pacing lead impedance measurements were high and intermittent. The device tested normal and all specificaions were met in the laboratory. The cause of the field anomaly was not determined.

Event description:
It was reported that the device was explanted and replaced due to no capture, no sensing and high pacing thresholds. The device was replaced and normal measurements were observed.